Event description:
It was reported that the patient was implanted the thursday prior to the report. When the patient woke up in the recovery room on (B)(6) the patient had their stimulation set up at 1.6v. 1.6v felt comfortable at the hospital. The patient was told to ¿cut it off¿ and then ¿cut it back on when they got home. About half an hour after they got home on (B)(6) they turned their device on and felt that the stimulation at 1.6v was way too high. They had an overstimulation sensation. The stimulation was not comfortable. The patient felt like their legs were jumping. They used their recharger to turn their device off before bed. The patient felt a vibration and a shock and noted that it was ¿too much shocking.¿ the shocking started immediately after turning on the therapy. They also noted that when they sat up straight on the night of (B)(6) their stimulation sensation went off. When they would tilt their head to the left or the right their stimulation sensation would also go off. The patient met with a manufacturer representative on (B)(6) 2014 and they decrease the stimulation to 1.2. The stimulation still felt strong in their leg while the patient was sitting and walking. The patient then turned down their stimulation to one point above 1v and they still felt shocking even at 0.9v. On the morning of the report they turned down their stimulation to 0.8v and that seemed comfortable; they didn¿t feel shocking. The patient could feel vibration in their thighs, on their legs and in the muscles in their back. The patient noted that they turned their stimulation off at night. When they would get up in the morning and start walking the muscles in their thighs and legs would feel sore. The patient noticed this issue a few days after implant. They wanted to know if having the stimulation too high could make their muscles sore. The patient had an appointment with a manufacturer representative set for a couple of days after christmas. The patient was getting pain relief from their hips to their ankles. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the patient was turning their stimulation up to less than 1v and was keeping it on at 0.70v because anything else was too much. After having their stimulation on for more than 2-3 hours they would get sore so they had not turned the stimulation on for a couple of days. On the day of the call they had to turn the stimulation up to 2.40v before they felt anything. As of 2015-01-20 the patient was still having concerns with their device or therapy but was working with the doctor or manufacturer representative.